Event description:
A ventilator was returned to a third-party service center for service for an allegation of a service required alarm related to "circuit leak". There was no harm or injury reported. The device evaluation has yet to begin. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.